Manufacturer narrative:
(B)(4). The associated device was not returned for evaluation. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
Revision surgery of the left hip was performed due to recurrent dislocation of the thr. Surgeon does not blame implants for revision. There were no implant failures that lead to the revision. No explants to return. A first revision (submitted under 1020279-2015-00171) of the ball head of the same left hip was performed on (B)(6) 2015.